Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The display central processing unit was replaced. The customer contact informed ge healthcare that the patient information is not available for the reported event.

Event description:
The hospital reported that, during a case, the screen went blank, affecting mechanical ventilation. There was no reported patient injury.